Event description:
A (B)(6) customer tested her blood glucose using her contour meter and received a reading between 8-9 mmol/l. She retested using another meter and received a reading below 3 mmol/l. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips are to be returned for evaluation.